Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a severe image interference and could not be used normally during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image interference occurred because video function did not work properly due to cable and charged coupled device failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.